Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/30/2009, 11/03/2009, 11/04/2009, 11/12/2009, 11/18/2009, and 11/19/2009 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire. (B) (4). (B) (4). (B) (4).

Event description:
A consumer reported difficulty reading in low light and experiencing glare, following bilateral intraocular lens (iol) implant surgery. The surgeon reported the consumer does have dry eyes which have been treated with medications. The surgeon attempted to place punctal plugs, but was unable to do so because the punctum were too small to accommodate the plugs. In a follow up, the surgeon reported he does not feel the iol caused or contributed to the event. The surgeon feels the pt's dry eyes are contributing to the event. The surgeon was unwilling to complete the questionnaire. There are two medical device reports associated with this event. This report is for the right eye.